Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in. The needle fell apart during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the needle fell apart. Event date: 04/26/2022. Per the patient, the dosing needle fell apart as he was drawing up his medication.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported while using bd¿ luer slip tip syringe with attached needle 26 g x 5/8 in. The needle fell apart during use. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the needle fell apart. Event date: (B)(6)2022. Per the patient, the dosing needle fell apart as he was drawing up his medication.